Event description:
The pt was implanted with a snychromed pump and catheter in 1999 for intrathecal infusion of morphine for pain. The pt noted increased pain and the hcp performed troubleshooting of the pump. An x-ray rotor study showed the pump rotor was not moving. The pt underwent explantation of the pump in 1999. Another synchromed pump was implanted in 1999, followed by resumption of intrathecal morphine for pain.